Event description:
Customer's mother denise called to report that the customer's insulin pump was alarming button error and they were unable to clear it. No blood glucose value reported at the time of the call. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratched display window and missing end cap sticker.